Event description:
Customer stated, "she has a pad she got in (B)(6) 2017 that never shuts off." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that the pad was not working. There was no current passing through the pad on any switch setting (high, medium or low). The investigator also noticed a twisted cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts". The pad was bunched, stained, had bent leads, and bent thermostats, this is observed when the pad is folded/ laid on during use. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds" the customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.